Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres . However, during the second inflation at 14 atmospheres , the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injuries nor complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).